Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels requiring third party assistance; cause was allegedly due to the t:slim mobile app delivering a bolus without user confirmation, causing the customer's blood glucose level to drop to 1.2 mmol/l. Customer received third party assistance from a teacher aide who performed a finger prick and provided 25 grams of carbohydrates, resulting in a blood glucose level of 3.8 mmol/l. Reportedly, no injury was sustained. The pump logs were reviewed and it was determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request.